Manufacturer narrative:
This patient was undergoing a pci. The lesion was calcified. The report does not mention if the lesion was pre-dilated. However, the cypher stent is not indicated for lesions that prevent complete inflation of the balloon. The cypher stent 2.5mm x 18mm did not cross the lesion. Upon withdrawal, the stent got caught in some calcium and the proximal strut was noted to be bent when the sds was removed. The procedure was completed with another cypher stent. There is no further information forthcoming. The product was not returned for evaluation. The complaint for bent/uplifted stent struts could not be confirmed. Inspections are in place to prevent damaged product from leaving the facility; therefore the exact cause of this complaint could not conclusively be determined. This review confirmed that the lot met quality requirements for product acceptance. Conclusion: based on the limited information, it is possible that there are lesion factors that may have contributed to the event.

Event description:
Upon withdrawal from a calcified lesion, the 2.5x18mm cypher stent got caught in some calcium and the proximal strut was noted to be bent when the sds was removed. The procedure was completed with another cypher. There was no patient injury.